Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, there was stent damage. Following preparation of a 2.5x12mm taxus express2 drug eluting stent, the physician observed that the distal and proximal end of the stent balloon looked inflated and the distal and proximal ends of the stent were flared. This was noticed outside of the patient and the device was not used. Another taxus express2 stent of the same size was used to complete the procedure. There were no patient complications and the patient condition was reported as ok.

Manufacturer narrative:
The device has not been received at the analysis site for evaluation as of the date of this report.